Event description:
It was reported that that pain in the abdomen due to a possible broken sensor wire occurred. The sensor was inserted into the abdomen. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).